Event description:
It is reported that the patient received an acetabular component in her right hip on (B)(6) 2008. Pain was identified when bending the knee. A revision surgery is intended to be scheduled on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were not received for the devices. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed under the reference (B)(4).